Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the corrosion of the pin in the scope as described by the olympus service center interfered with the communication between the scope and the video controller, causing the b30 error (scope communication error).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not was not confirmed. The unit was tested and inspected with a test scope and video processor; the image stabilized and appeared as expected and the reported problem could not be duplicated. A definitive root cause for the reported b30 error was not identified. However, rust was found on multiple parts; the scope socket was observed with corrosion on the contact pins inside the scope socket and the replacement of the scope socket was deemed necessary. The lamp life meter indicated 500+ hours and lamp replacement was required.

Event description:
A user facility reported to olympus that a b30 error was generated whenever the colonoscope was connected to the unit. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.